Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced three shocks after the cardiac resynchronization therapy defibrillator (crt-d) had tripped recommended replacement time (rrt) prematurely. It was noted that the left ventricular (lv) lead had rising to high threshold measurements. Upon interrogation of the device at generator change, an lv lead warning showed low impedance measurements. Once the pocket was open to remove the device, the physician noticed a slight damage to the lv pacing lead insulation. A repair kit was used, and the lead was re-tested and remain in use. The device was explanted and replaced. No further patient complications have been reported as a result of this event.